Event description:
It was reported that the customer experienced keypad issues. The customer stated that the act button and the up button were taking a while to respond. The customer stated she had to continually press them to respond. The customer's blood glucose was 91 mg/dl. The customer is unaware o what may have let to the keypad issues. The insulin pump was not exposed to moisture. The insulin pump was also cracked at the battery compartment. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.